Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for follow-up after receiving inappropriate shocks. Dislodgement was observed. When repositioning was unsuccessful, the lead was explanted and replaced. The patient was stable after the procedure.